Event description:
On (B)(6): customer reports via phone they had set up a female pt for a breast MRI. The 20ml contrast syringe and 50ml saline syringe loaded onto the injector system. Injection protocol, 3ml/sec for 20ml volume contrast, then 20ml saline. Drip mode set at 0.2ml for 9 minutes. Injector was in the drip mode as final preparation were made. When the customer press the stop button to end the drip mode and go into the inject mode, the injector started injecting contrast. Customer immediately hit the stop button and the injection stopped. Customer rebooted the system, reset the injection protocol and then completed the injection without further incident. Pt procedure was completed. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.